Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was displaying a "kernel_stack_inpage_error" blue screen. Technical support (ts) advised them that the cns was at its end of service / end of support. No patient harm was reported. Investigation summary: as no devices were returned and no logs were submitted for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The possible causes of blue screen error are hardware issues: problems with hardware components such as ram, hard drives, graphics cards, or cpus can lead to a blue screen of death (bsod). Faulty hardware can cause system crashes when it fails to work correctly or when it interacts with other hardware or drivers improperly. Driver problems: device drivers are software programs that allow hardware components to communicate with the operating system. Incompatible, outdated, or corrupted drivers can cause conflicts and lead to a bsod. Updating drivers can often resolve these issues. Software conflicts: software conflicts, particularly between low-level system components or third-party software, can trigger a bsod. This can happen when two pieces of software attempt to access the same system resources simultaneously. Operating system issues: corruption or missing system files within the windows operating system can lead to bsod errors. These issues may arise due to malware infections, sudden power losses, or failed windows updates. Overheating: if a computer's cpu or gpu overheats due to poor cooling or excessive workload, it can trigger a bsod as a safety measure to prevent hardware damage. Memory problems: faulty or failing ram modules can cause memory related bsod errors. Memory testing tools can help diagnose such issues. Power supply problems: an unstable or inadequate power supply can cause hardware components to malfunction, leading to bsods. Disk errors: hard drive or ssd issues, such as bad sectors or file system corruption, can lead to system crashes. Registry errors: problems in the windows registry, a database containing configuration settings and options for windows and installed software, can trigger bsods if they affect critical system settings. The device was installed in 01/2010. Due to the age of the device, it is likely that device failed as a result of wear and tear. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: attempt #1 06/04/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 06/15/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 06/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. D10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmiiters: model: ni sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was displaying a "kernel_stack_inpage_error" blue screen. Technical support (ts) advised them that the cns was at its end of service / end of support. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that there was a kernel_stack_inpage_error blue screen on the central nurse's station (cns) display. Nihon kohden technical support (tech support) advised them that cns is at end of service / end of support and that the cns-6201a is its replacement; cns-6801a is also an option. They are aware and advised him of a possible troubleshooting step which is hard restarting the cns. He did that and after the cns powers on, it is no longer in the blue screen. However, the cns application did not load after more than 10 minutes. The users tried to open the cns-9700 application, but nothing happens. Tech support advised him that this could be a hard drive / software issue. Cns-9701a only has one hard drive. No physical damage / fluid intrusion. The nurses transferred the telemetry transmitter channels to their two other monitors, so they can monitor patients. This site is scheduled to upgrade to the new cns on june 14th, 2021. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was a kernel_stack_inpage_error blue screen on the central nurse's station (cns) display. Nihon kohden technical support (tech support) advised them that cns is at end of service / end of support and that the cns-6201a is its replacement; cns-6801a is also an option. They are aware and advised him of a possible troubleshooting step which is hard restarting the cns. He did that and after the cns powers on, it is no longer in the blue screen. However, the cns application did not load after more than 10 minutes. The users tried to open the cns-9700 application, but nothing happens. Tech support advised him that this could be a hard drive / software issue. Cns-9701a only has one hard drive. No physical damage / fluid intrusion. The nurses transferred the telemetry transmitter channels to their two other monitors, so they can monitor patients. This site is scheduled to upgrade to the new cns on june 14th, 2021. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.